Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter reads inaccurately high compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2013. On an unspecified date/time, the patient reportedly obtained a blood glucose reading of ¿119mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged meter issue. According to the csr¿s documentation, 30 minutes after the alleged meter issue occurred, the patient reportedly developed symptoms of ¿shaking, intense sweating, feeling unwell¿; and immediately after the onset of his reported symptoms, the patient reportedly consumed food and/or drink as self-treatment. The patient denied testing his blood glucose with another device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Test strip lot #: not provided.